Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with afx devices. A follow up computed tomography showed a type 3 endoleak. There is no report of a secondary intervention or final patient status.